Event description:
The reporter stated the surgeon attempted to implant a 14.0 diopter 12.5 mm icm 125v4 implantable collamer lens, but the haptics broke due to problems with the injector. There was no patient contact or injury. At the patient's last post-operative visit, the patient had corneal edema.